Event description:
It was reported that during implant attempt, the physician noticed a "kink" in the wire next to the suture sleeve. It was also reported that there was an apparent lead fracture and difficulty with capture threshold. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor distorted, outer insulation breached cut, lead damaged at implant, and blood was noted on proximal conductor (not obstructed) and helix mechanism; full lead returned and analyzed.